Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with blood glucose decreasing to 48 mg/dl after announcing a breakfast meal and subsequently recovering to 127 mg/dl after eating lunch without announcing that meal; the low glucose period was approximately three hours, and the patient contacted their endocrinologist regarding target glucose adjustments. Symptoms included hypoglycemia. Outcomes included temporary impairment requiring self-management with food intake and no medical intervention. Investigation included technical support review and user education on target settings and meal announcements. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with the cause of hypoglycemia unclear. It was concluded that the event was user-corrected with food, no injury occurred, and the root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.